Event description:
Subsequent to the initial report filed, it was reported that during device preparation, the guide wire lumen was not flushed and air aspiration of the inflation lumen was not performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 sion blue. Guide cath: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the guide wire lumen and the inflation lumen hub, which suggests that the device was loaded onto a guide wire and is consistent with a leak. There was contrast on the hypotube, consistent with handling. The balloon was also found to be loosely folded, which suggests that the balloon was slightly pressurized. Although it was reported that the balloon did not inflate, it is possible that the balloon was initially able to hold some pressure as an attempt was made to pressurize the catheter. A new indeflator was used in an attempt to inflate the balloon to its rated burst pressure (rbp) however, fluid was observed leaking from a tear in the proximal end of the guide wire exit notch, confirming the reported incident. The material at the tear appeared to be smooth. Scanning electron microscopy (sem) analysis confirmed that the tear was located on the inflation lumen at the guide wire exit notch area. It was determined that the failure may have been attributed to mechanical damage. Shaft material leaks/tears of this type can occur from factors including, but not limited to, damage during manufacturing, materials, an incomplete notch fuse, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and accessory devices. No patient anatomical information was provided, which may have further aided the investigation. In this case, the exact cause for the leak could not be determined. Reportedly, the guide wire lumen was not flushed and no air aspiration of the inflation lumen was performed prior to use. It should be noted the rx trek instructions for use (IFU) states to insert the flushing tool into the distal end of the catheter, and inject heparinized normal saline into the lumen. The IFU further cautions that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Although the lack of flushing the guide wire lumen or preparing the device likely did not cause or contribute to the reported leak in the inflation lumen, preparing the device prior to use may have initially indicated the reported leak, thereby preventing the use of a damaged device and any potential adverse event from occurring if used in the body. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was also performed and did not reveal any other incidents reported for leaks/tears in the shaft from this lot, suggesting that there are no lot specific product quality deficiencies. A definitive cause for the reported shaft leak could not be determined. All dilatation catheters are 100% visually inspected and high pressure control tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify product quality.

Event description:
It was reported that during pre-dilatation in the left anterior descending artery, the rx trek dilatation catheter was advanced to the target lesion over a non-abbott .014 guide wire and the balloon was pressurized. The balloon did not inflate and the inflation device indicator did not increase. Blood was observed leaking from the guide wire exit port. The device was no longer used. A non-abbott dilatation catheter was used to complete dilatation. There was no reported adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information has been provided.